Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, the pulse generator exhibited false elective replacement indicator. The patient had undergone an ablation procedure prior. A device download was performed and successfully restored the device.